Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3008452825-2018-00231, 3008452825-2018-00232, 2182269-2018-00086. During a ventricular tachycardia ablation procedure, the patient became hypotensive and expired. After transseptal access was obtained and mapping of the left ventricle was performed, the patient became hypotensive. An echocardiogram was performed but there was no presence of a pericardial effusion or cardiac perforation. The patient¿s blood pressure continued to drop and he subsequently died. The cause of the death is unknown but thought to be due to respiratory failure or preexisting patient conditions. There were no alleged deficiencies with any abbott devices.